Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52, lead, implanted: (B)(6) 2015; 6935m62, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was beginning to erode through the patient's skin. Additionally the left ventricular (lv) lead had displaced from the implant position. It was noted that the patient performed body building exercises which may have contributed to the device erosion and the lead movement. A revision was performed and the device was repositioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.